Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): an axium implant coil was returned for analysis within a shipping box and within a resealable biohazard pouch. The headway duo micro catheter used during the event was not returned. The axium implant coil was returned within introducer sheath. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. The actuator interface was found to be broken, not attached to the coupler tube, separated and not returned. The pushwire was found to be broken at load indicator and proximal to break indicator. This is indicative of manual detachment attempts at these locations. The coin was found to be retracted from the lumen stop. The shield coil was found intact with the implant coil already detached and not returned for analysis. No other anomalies were observed. Testing/analysis (including sem reports): under microscope, the jacket was removed to gain access to the lumen stop. The lumen stop and the retainer ring were found to be visually acceptable. Conclusion: based on the analysis performed, the customers report of ¿non-detachment¿ could not be confirmed as the pusher was returned with the implant coil already detached. There was evidence of the reported manual detachment attempts and the coin was retracted from the lumen stop, releasing the implant coil as intended. Based on the returned device, the pushwire was found broken and kinked in the distal section of the pusher, indicative of either high tortuosity, attempted device advancement against resistance, damage during use or during return shipping to medtronic for analysis. It is possible that the damage to the pusher contributed towards the non-detachment by restricting the movement of the release wire during detachment attempt. Since the implant coil was not returned, any contribution of the implant coil towards the ¿non-detachment¿ could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported three attempts were made to detach the coil with the first instant detacher which was not a medtronic device. The instant detacher was replaced and two more attempts were made to detach the coil with the replacement detacher which was an axium instant detacher (lot: b706065). It was noted that there was no issue with either instant detacher. Prior to coil non-detachment, no issues had been encountered. There was no damage to the coil pushwire after removal from the patient. Ancillary device: eto detacher device

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium prime bare 3d coil was deployed as the third coil for filling the aneurysm but when the coil was complete and the coil marker crossed the phenom 17 microcatheter proximal marker, the coil detachment attempt was unsuccessful. Detachment was attempted 2-3 times with the same detacher and 2 times with a new instant detacher, however, the coil did not detach. One manual attempt to break the coil hypo tube system from the proximal pusher wire end was performed but was also unsuccessful. It was noted that there were no issues with the instant detacher and it was working well because it was used to detach the rest of the coils. The coil was replaced with a medtronic coil from a different lot to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing embolization surgery for treatment of an unruptured, amorphous, aneurysm at the vertebral junction with a max diameter of 5 mm and a 3 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Ancillary devices included: ballast 80 cm balt sheath, fargo max 6f guidecatheter, phenom 17 microcatheter, avigo 14 guidewire.